Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 2620477. Visual analysis of the returned device identified: weight to the spec, brown particles on the surface of the shell, deformation, voids. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "preventative replacement" and "rupture."

Event description:
Healthcare professional reported right side "preventative replacement". The device was explanted, but not replaced. Patient reported rupture.